Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had underfill. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no. 367856 ; batch no. 8156774. It was reported that the tubes are filling only half of what they should. Some of the tubes are filling only half of what they should.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had underfill. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no. 367856, batch no. 8156774. It was reported that the tubes are filling only half of what they should. Some of the tubes are filling only half of what they should.